Event description:
It was reported that during use with an unspecified bd intima¿-ii IV catheter the catheter was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: 1.15:23 the nurse selects a moderate blood vessel from the scalp of the child, standardizes the disinfection, and fixes the body position; 2.15:25 check that the appearance and packaging of the indwelling needle are intact; 3.15:26 check the components of the indwelling needle and find that the front end of the catheter is bifurcated; 4.15:27 replace the indwelling needle and repeat steps 2 and 3 to complete the establishment of venous access; 5.16:05 the operating nurse reported the device adverse event to the head nurse of the department.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary - since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.